Event description:
It was reported that the insulin pump alarmed and insulin squirting out during the manual prime process. The blood glucose reading is 168 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.